Manufacturer narrative:
H11: the device was received for evaluation. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and no issues were noted. The reported condition was not verified. The device met specifications. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was iodine leakage after the minicap was connected to the minicap transfer set. This occurred during use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.